Manufacturer narrative:
H3: the solitaire fr 6-30 stent device was returned for analysis. The reported rebar 18 catheter was not returned with the stent. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches¿. Therefore, the rebar 18 catheter appeared incompatible with the solitaire fr 6-30 stent as it had a labeled inner diameter (ID) of 0.021 inches. The solitaire fr 6-30 working and non-working lengths are in good condition. No irregularities were found outside the proximal marker, and the marker coil is in good condition. No damage was noted on the pushwire, and no other anomalies were found. Based on the reported information and device analysis, the customer¿s complaint of resistance was confirmed. The root cause of the resistance failure was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a solitaire sfr stent had resistance in rebar18 catheter. The stent couldn't be pushed out of the catheter. The resistance was during the procedure during delivery. The vessel was not tortuous. The resistance was in the proximal section of the catheter. The devices were prepared according to the instructions for use (IFU). It was reported no patient was involved in the event. Additional information received that the resistance was located in the proximal section of the catheter.